Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.5, -13.00/5.0/100 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to lens rotation and low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b4-date of this report in initial MDR is corrected to 01-mar-2020. Claim# : (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
Date in the initial MDR is corrected to (B)(6) 2020. Claim# (B)(4).